Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius 2008t machine which had blood backed up to the level detector during treatment. Upon follow up with the hemodialysis nurse, it was determined that the patient¿s blood was rinsed back and they completed treatment on a new machine with no harm, no adverse event, and no medical intervention required. The nurse confirmed there was no blood loss to the patient, and confirmed the machine had been repaired and returned to service. Despite the nurse¿s confirmation of no blood loss, the blood in the transducer and level detectors was likely not rinsed back. As such, there was some unspecified blood loss.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. It was confirmed that a fresenius regional equipment specialist replaced the venous transducer connector and the internal fluid transducer to resolve the issue and return the machine to service.